Manufacturer narrative:
The device was received and evaluated. No issues were found in the drive mechanism of the device that would cause a failure to deliver insulin. No abnormalities were seen on the download data. Pod was received with the formed needle visible through the exposed portion of the soft cannula. Linkage assembly was also not fully retracted from the external view. After opening the pod, some score marks were found on the underside of the top housing, caused due to the misalignment between the linkage assembly and the top housing. The linkage assembly-top housing misalignment was found to have no effect on the ability of the pod to deliver insulin. During fluid path test, fluid did not pass freely through the completed fluid path because of the blockage in the formed needle. Blood residue was observed near formed needle tip. It could not be determined when this blockage occurred. Pod download data did not indicate any pulse width increases or signs of struggle in insulin delivery during operation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient experienced high blood glucose levels. The pod was worn on the patient's arm for between 36 and 48 hours.